Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that there was latency in the alarms. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that there was latency in the alarms. The device being used on a patient at the time of the event. There was no adverse event or patient harm reported. A philips remote service engineer (rse) confirmed the event. The switch was restarted, and that did not resolve the issue. The rse reviewed the configuration and noted that the device was configured to alarm at longer intervals. The settings were corrected. The cause of the configuration change is unknown. However, the issue was resolved with the correction of configuration. The device remained on site.